Event description:
Reportable based on analysis completed (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty, the device was unable to cross the lesion. The target lesion was located in a non-permeable mammary graft. The lesion was wired with some difficulty with a pt2 guide wire. Direct stenting was attempted with the 4.0x20mm however was unable to cross the target lesion. The lesion was then dilated and another 4.0x24mm omega stent was used successfully. No patient complications were reported and the patient status is stable, however returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - returned product consisted of an omega stent delivery system (sds) with no original packaging or other devices. The balloon was tightly folded. The stent was secure on the balloon between the markerbands. There was contrast in the inflation lumen. There were two stent struts lifted in the fifth proximal row of stent struts. There was no damage to the sds. There was no evidence of any damage or irregularities that could have contributed to the reported crossing difficulty and confirmed stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).